Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Analysis verified the reported low battery voltage. However, no battery depletion failure mechanism was identified. When the device was powered with an external supply and programmed to nominal pacing parameters, the system current drain was nominal. The device functioned nominally throughout the analysis which included temperature testing. No anomalies were observed during real time x-ray and optical inspections of the internal assembly and hybrid, including the scsp component.

Event description:
It was reported that the device was at end of life (eol) and was unable to be interrogated and was not pacing. It was noted that the device had unexpected longevity, lasting three years, and had an abrupt change from elective replacement indicator (eri) to eol. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.